Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to confirm alarm, reprogram alarm and unable to perform any tests due to blank display. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that the they received error alarm. The customer's blood glucose value was unknown. The insulin pump passed the self test and alarm did not occurred during the prime sequence.. The insulin pump will be returned for analysis.